Event description:
It was reported when the device was about to be used during an unknown procedure, the deviced was broken when opened through no fault of staff. Another device was used to complete the case. There was no consequence to the pt.